Event description:
It was reported that prior to start of da vinci-assisted surgical procedure, site contacted technical support engineer (tse) to report 23008 error on universal surgical manipulator (usm) 4. Site tried rebooting, hard power cycle, but it did not work. Usm 4 was disabled and site proceeded as 3 arm procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter however the customer was unable to provide additional information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced distal set-up joint (suj) to resolve the issue. The system was verified and ready to use. In logs, errors 23008 and 23137 were found both indicating a pot to encoder issue on the suj tornado. It was coupled with error 1173 indicating that the reported a searchlight diagnostic error thus confirming that the faults occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on a golden system in normal mode where it passed but had log errors 1173 along with primary encoder frequency and latency errors 23154 and 23155. The unit was then installed on a patient side cart fixture test platform (pftp) where it failed searchlight lissajous tests thus replicating the reported event. A golden searchlight was installed; it was tested and verified to be the source of the fault. As a result of these findings, failure analysis concluded that the searchlight sensor was the root cause of the reported problem.